Manufacturer narrative:
Philips service reinstalled geoipc software and reinserted cards, restoring the device to full functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that c-arm mechanical movement failure occurred due to geoipc malfunction on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.